Event description:
It was reported that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer's blood glucose reading was 15.1mmol/l. It was stated that the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarm. The device was received with scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.